Event description:
Medical records were received and confirm the patient's claim of a stenotic valve on echo. Results indicate the peak gradient was 48 mmhg and valve area 0.8 cm2 in (B)(6) 2010. Also, echo results from (B)(6) 2012 confirm severe aortic stenosis (valve area 0.5 cm2, mean gradient 34 mmhg).

Event description:
A patient with an implanted aortic valve in (B)(6) 2010 called edwards' product safety stating the valve is going bad. Allegedly, right after his surgery a leak was noticed. The patient indicated he learned the valve "was going bad" during the last visit to the cardiologist. Also stated he had an angiogram on (B)(6) 2012. The patient also inquired on more information about the edwards' transcatheter valve as he was hoping it might alleviate the shortness of breath he had been experiencing. The patient was referred to his cardiologist and implant surgeon to discuss treatment plans. No medical records have been provided for this patient, despite follow-up with the healthcare provider.

Manufacturer narrative:
Multiple requests for patient records were unsuccessful, as the healthcare provider has not released information due to concerns regarding hipaa. Attempts are ongoing, and the file will be updated once information is received. As the device remains implanted, no evaluation will be able to be performed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without additional information or patient medical records, such as operative report, h&p, echo test results, this event cannot be confirmed or evaluated.

Manufacturer narrative:
Multiple calls were made to the patient, and summary of notes indicates: history of CABG 14 years ago, CABG and avr 2 years ago, high risk CABG 6 months ago. Patient states current echo worse now than compared to echo from (B)(6) 2011. Md told patient "no more bypass surgeries because he doesn't have vessels left to bypass with. Patient stated "his problem is his heart artery... Seven months after the bypass surgery, its closed off again...the doctors do not want to do anything (about the stenotic valve or the coronary artery disease... They told him the valve was okay and did not need to be replaced at the time of recent CABG on (B)(6) 2011. The subject device remains implanted; therefore, the mode and type of the reported stenosis cannot be evaluated. Bioprosthetic valve stenosis may be caused by multiple factors related to both patient factors, and intrinsic properties of the valve itself. Additional information will be reported if provided.